Manufacturer narrative:
D10 concomitant product: lf4418, open sealer lf4418 curved large jaw, (lot #unknown). This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, there was no error code 420. It was reported that the ligasure was not recognized by unit. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: improper preparation. Functionally, the device country code setting was not correct. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, ligasure was not recognized by unit. The device was marked as used, even though it was not used on a patient. Customer have one generator at the department and not possible to verify the function in advance. Since the unit did not take the first handle, it was shut down and a different resection method was used. There was no patient injury.